Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a loose ECG flex cable. The flex cable was reseated to remedy the report. Zoll has no records of this device being serviced since 2014 (distribution). The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Justification for no UDI: this device was manufactured before UDI requirements. Please refer to the attached user medwatch report that zoll medical corporation has received.

Event description:
Complainant alleged that while attempting to transcutaneous pace a 77-year-old male patient, the device was unable to pace. Complainant indicated the clinician changed the ECG leads and defib pads, however, the monitor was still unable to read the patient's heart rhythm. Complainant indicated that the patient subsequently expired.